Event description:
The pt was implanted with the gore excluder aaa endoprosthesis in 2007 to treat an abdominal aortic aneurysm. The pt underwent a reintervention in 2008 for an unspecified reason. Two aortic extender components were used in this procedure. The facility has advised that no info will be provided.

Manufacturer narrative:
Other - a review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.